Manufacturer narrative:
(B)(4)

Event description:
It was reported that during insertion in the csicu, the guide wire kinked. As a result, a new kit was opened and used without issue. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint of the guide wire became kinked during insertion was confirmed. The customer returned one guide wire and several other components in an opened kit. The customer also returned a photo of the kinked guide wire. The guide wire was kinked twice just beyond the j- bend in the photo. Visual examination of the returned guide wire revealed two kinks at the distal end of the wire just beyond the j- bend. The j- bend was slightly opened. The kinks were measured at 2.0 and 2.7 cm from the distal weld. Microscopic examination confirmed the two kinks and one was observed to have offset coils. Microscopic examination also found that both welds were full and spherical. A manual tug test confirmed that both welds remain intact. The guide wire measured approximately 600 mm in the total length and exhibited an outside diameter (od) measured 0.806 mm. The returned guide wire was within specification for length and od per guide wire graphic (length: 596 - 604 mm and od: 0.788- 0.826mm). Visual examination of the returned, dilator, introducer needle, catheter and arrow raulerson syringe (ars) all appeared typical and used. Functional testing was performed with the returned components and the guide wire passed through each other remarks: component without resistance. The instructions for use describe suggested techniques to minimize the likelihood of guide wire damage during use. The device history record review was performed on the guide wire and did not reveal any manufacturing related issues. Since the wire was damaged during insertion operational context caused or contributed to this complaint. No further action will be taken.